Event description:
This report is based on information provided by a philips customer care representative and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device would not power on fully, powers up but screen remains black. There was no reported patient involvement, therefore no health consequences or impact.